Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver at an unk rate. One liter was delivered in 4 hrs. Following the event the pt vomited. There was no illness, injury or med intervention resulting from the event. One pt involved.

Manufacturer narrative:
Submission of this rport: 07/09/1998. Mfg event ID: rpic 354255. H2. A revised lab report is being submitted after a file audit revealed an incorrect value on the origial document. The calculated delivery should be 400. Not 100.